Event description:
It was reported that during routine start up, the cs100 intra-aortic balloon pump (iabp) unit had error code 57, 9, 0 and 4e. There was no patient harm reported.

Manufacturer narrative:
A getinge field service engineer (fse) had replaced the "d682-00-0076-01"pressure transducer and carry out the shutter calibration. After the repair, customer kept the system operating for 3 days without any errors being recorded. Fse stated that the issue has been resolved.

Event description:
N/a

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that, the cs100 intra-aortic balloon pump (iabp) unit had error code 57, 9, 0 and 4e. There was no patient harm reported.